Event description:
It was reported that the patient heard high urgency alarm every four hours. During interrogation, it was found that the patient had an elevated heart rate. It was determined that the implantable cardioverter defibrillator (ICD) was oversensing. The ICD was reprogrammed and remains in use. It was noted that the patient had recently had an ablation procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2011. (B)(4).